Event description:
Information was received from a patient (pt) via a manufacturer's representative (rep) regarding an external device. The reason for call was the rep reported that the patient had not been able to charge their implanted neurostimulator (ins) to 100% since implant date because the recharging belt kept moving and shifting on the patient when the patient sat down. Rep said the pt got too frustrated because they were constantly moving the belt. Rep reviewed pt's recharge diaries and saw pt had never charged to 100%. Rep said the healthcare provider requested adhesive discs to help make the belt stationary and to stick the recharger in place. Agent reviewed that adhesive discs were not available for this model. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a manufacturer representative (rep). The rep reported that the belt fits the patient well. When asked for the cause of the issue with the belt, rep stated when the patient lays down on their side and/or stands they have excellent coupling of the recharger. If they sit down the belt shift up and they have constant trouble trying to get the recharger to couple to the scs. Patient is petite and their torso is not very long the belt seems to be too wide up and down on them, the belt that wraps around fits them very well. The coupling when the patient is sitting is difficult. The battery was placed in an ordinary area, low back, at or slightly below the patients belt line. The patient has now been able to charge to 100% laying down on their side. However, it is not ideal, they would be more comfortable charging if they could sit up. Patient and healthcare provider (hcp) have decided to move the battery to a location higher on her back so that they can recharge sitting. That revision is scheduled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.